Event description:
It was reported that (1) tsw35 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the tsw35 "did not fire staples". The case was completed with another cutter. There was no consequence to pt.